Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Subsequently, the patient underwent a device upgrade procedure and the lead was surgically capped and a subcutaneous implantable cardioverter defibrillator (s-ICD) was placed. No adverse patient effects were reported.